Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. No additional information was obtained. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.